Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that during thr the threaded tip broke off and remained on the implant. Piece recovered. No delay or injury reported. A back up device available.